Event description:
The surgeon reported that the nylon sutures were less elastic. As a consequence, the sutures had to be replaced earlier than normal which may delay the visual and healing recovery process. Additional info has been requested.

Manufacturer narrative:
No samples were returned for eval or analysis, no lot number info was provided. A review of the complaint database for this facility was completed and shows one additional complaint of this nature from this facility in which no conclusion could be drawn. The root cause for this complaint could not be determined as no samples were returned and no lot number was provided. No corrective action taken. This report was mailed to FDA on: 03/06/2009.